Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2018-02309. It was reported that the patient had a vehicular accident and hence experienced ineffective stimulation. Surgical intervention was undertaken wherein the one scs lead was repositioned and other was explanted and replaced. Reportedly, stimulation was restored post-operatively. Issue has been resolved. It is unknown which lead was explanted and which lead repositioned.